Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced seven events where the patient forgot to remove needle guard. Issue was noticed after insertion. Patient replaced infusion set and resumed insulin deliveries successfully no further information was available.